Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, the lp exhibited high capture threshold while positioning. Post procedure the lp exhibited under sensing. Self-terminated ventricular tachycardia (vt) episode was also noted. From chest x-ray it was noted the lp was dislodged and was in inferior vena cava. The lp was explanted and replaced. The patient was stable.